Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 21 mmol/l (378 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. The pod was removed and the cannula was found to be bent. A manual insulin injection using a pen was administered to treat the hyperglycemia, a new pod was applied and an extended bolus was delivered.